Event description:
Pt's family member reports that one and one half hours after returning home from treatment, "pt's eyes roll back into the head, and could not talk, almost like having a stroke". Pt's healthcare professional (hcp) reports that the pt is very sensitive to fluid removal. Per hcp, the symptoms the pt's family member reports are due to low blood pressure, as a result of too much water being removed during hemodialysis. Per hcp, the pt's doctor is well aware of the issue and has changed the pt's prescription a number of times to try to minimize the low blood pressure. Most recently, july 2002, the dialyzer was changed to a fresenius f 80, more sodium was added to the bags and the pt's dry weight was increased. Hcp reports no medical intervention, except as noted above, or any pt injury associated with these low blood pressure incidents.